Manufacturer narrative:
The investigation has been completed and the reported issue could not be confirmed. However, a different issue was found.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the pump shut off unexpectedly at 25% battery life and became unresponsive. The customer's blood glucose level was impacted, however the exact value was not provided. It was indicated that the customer had alternate insulin therapy available.